Event description:
It was reported while treating a pt the physician mixed the stammberger sinu-foam nasal dressing with less than the recommended amount of sterile water. Once mixed, the dressing was injected into the pt's nasopharynx. The physician immediately noted the mixture had not reached the desired level of viscosity and would not remain in the nasal cavity. The product was immediately suctioned out of the nasopharynx and a competitor's product was used instead. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Ref mfrs report(s): 9019871-2012-00608, 9019871-2012-00609.